Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Microscopic evaluation revealed surface abrasion on the cylinder 1 and cylinder 2 exhaust tubes. No functional abnormalities were noted with cylinder 1 or cylinder 2. Evaluation revealed a suture-like material through the bladder of the reservoir. Testing revealed this to be a site of leakage. Microscopic evaluation revealed a central groove at the site of the suture-like material, indicating contact with sharp instrumentation, such as a needle. Evaluation revealed a separation in the bladder of the reservoir. Testing revealed this to be a site of leakage. Microscopic evaluation revealed there to be a central groove at the site of separation. Because this component was released according to manufacturing and quality control procedures, it was concluded that the observed separations at the location where the suture entered and exited the reservoir bladder occurred subsequent to the device packaging being opened. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was partially explanted and replaced because a staple was stuck in the reservoir. No other adverse patient effects were reported.